Manufacturer narrative:
Note, selected date of occurrence is paper publication. Actual event date is unknown. The device was not returned for evaluation. The contribution of the device to the reported event could not be corroborated. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6). Mittal a , poole w, crone d. (2021). Interprosthetic femoral fractures managed with modern distal femoral, locking plates: 10 years¿ experience at a UK major trauma centre. Doi: doi.org/10.1016/j.injury.2021.04.014.

Event description:
On the literature article named "interprosthetic femoral fractures managed with modern distal femoral locking plates: 10 years¿ experience at a UK major trauma centre", the authors of the study reported that, while using a 16-hole peri-loc plate, 1 patient with interprosthetic femur fracture had a plate breakage at the level of the fracture, resulting in a non-union of the fracture for a second time. Therefore, a second revision surgery was performed with a new 16-hole peri-loc plate.